Manufacturer narrative:
Analysis was performed on the returned device. The reported unintended system motion (plunger fell out of the device after insertion) could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production records and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined that the reported difficulties and subsequent treatment appear to be related circumstances of the procedure. In this case, it is likely that an inadvertent interaction with the user's glove getting caught with the plunger caused the reported "plunger fell out". Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D1 correction: brand name updated. D2a correction: common device name updated. D3 correction: name, address updated.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a left common femoral artery with a prostyle device using the pre-close technique prior to an interventional endovascular aortic repair (evar) procedure. Reportedly, when the device was inserted, the plunger fell out. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a large-bore sheath, and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.